Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 9392923) and a prowler select plus 150/5cm (606s255x/ 31492230) were used for an angioplasty procedure. During the procedure, the user reported stent impediment in the microcatheter with loss of cerebral target position and premature detachment in the microcatheter. This event occurred after using a balloon catheter (competitor brand) for balloon dilatation. The stent was impeded in proximal of the microcatheter and could not advance any more. The stent was found detached from the delivery wire in the microcatheter. Doctor removed the microcatheter and stent from the patient and gave up stent implantation and completed the surgery. There was no patient injury report. There was no report of a surgical delay resulting from the event.

Manufacturer narrative:
The manufacturer reference #: (B)(4). Updated sections on this medwatch: b4, d2b, d2a, d9, g3, g4. PMA/510(k), g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5 cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The luer hub was inspected under magnification, and as described in the event, the stent component of the concomitant enterprise system was found detached inside. A lab sample guidewire was introduced from the distal end of the microcatheter, and the stent was retrieved. The guidewire was able to advance through the microcatheter without significant resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 31492230 number, and no non-conformances related to the malfunction were identified. Although the concomitant stent was found detached in the microcatheter, no obstructions were identified during product analysis. The stent detachment at the hub of the microcatheter suggest that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub. However, with the amount of information available this only remains speculative. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.